Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Stroke and peripheral thromboembolic event are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient presented via emergency medical services to the emergency department with right facial drooping, severe dysarthria, and word finding difficultly. The patient experienced a left middle cerebral artery stroke status post a thrombectomy. A CT scan with a cta/ctp results showed an acute cerebral vascular accidental with left m2/m3 thrombus and perfusion mismatch with evidence of salvageable penumbra. The patient underwent a thrombectomy with successful reperfusion m2 segment, but unable to achieve perfusion on m3. The patient was on coumadin, plavix, and aspirin at the time. On (B)(6) 2016, it was reported that the patient is doing well; though she still has some speech deficit from the stroke.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had unspecified "stroke symptoms." The manufacturer's technical services representative reviewed the provided log file, which showed no unusual events. Additional information was requested but has not been received.